Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to dislodgement. The lead was dislodged during ablation procedure. Subsequently, a different ra lead was successfully implanted. No additional patient adverse effects were reported.